Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit, on behalf of the sns, that includes this safety syringe. Duopross meditech corp manufactures the syringe that was included in the kit. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified asprsnsopscell@cdc.gov who will pass along this information to duopross, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
Customer reported that the safety mechanism has not been able to be "snapped" as descripted for a handful of syringes. After the safety mechanism has been activated the needle can still poke through the mechanism, still leading to potential injury. No information was received regarding any serious injury as a result of this product malfunction.